Manufacturer narrative:
W1dr0 pacemaker, 5076-52. Lead and 5076-45. Lead implanted: (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power associated with a double disconnect of power sources due to patient confusion. The controller also exhibited controller fault alarms due to the internal battery. The patient was admitted and brought to the operating room for a controller exchange in case the ventricular assist device (vad) did not restart. The controller was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: the controller ((B)(6)) was not returned for evaluation. Analysis of the event log file revealed two (2) controller power ups with associated pump start events logged on (B)(6) 2022 at 09:36:41 and 13:43:32. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 90% rsoc and (B)(6) was connected to power port two (2) with 74% rsoc. The data point recorded after the second loss of power revealed that b)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were recorder leading up to the second loss of power. The controller was without power for eight (8) seconds and nine (9) seconds, respectively. Analysis of the alarm log file revealed two (2) controller fault alarms logged on (B)(6) 2022 at 10:11:05 and 14:17:55, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported events were confirmed. The associated power sources were lubricated prior to release. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the observed momentary disconnections can be attributed to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the initial loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. A possible root cause of the remaining loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.